Manufacturer narrative:
B3 - date of event is estimated. D6b - date of explant is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
During implant of a new system it was reported that after procedure reported on 1627487-2023-04998 the patient experienced skin erosion on the right lead. Surgical intervention was undertaken in (B)(6) of 2023 where the system was explanted.